Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after opening a labeled box of bd safetyglide¿ needle 25 g x 1 in., only 5/8¿ needles were found inside. This box of needles was mis-labeled, while it should have contained im needles, the ones found packaged were sc. There was no report of serious injury or medical intervention.

Manufacturer narrative:
Investigation: a total of 11 sealed samples and 2 opened packages with no product were received by bd canaan and confirmed to be from batch #6001842 (p/n 305916). Visual evaluation confirmed 6 of the sealed samples with correct 1" needle length and 5 of the sealed samples with incorrect shorter needle length than specified for this product. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on sample the investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Quality has previously reviewed, evaluated and investigated this failure mode. Situational analysis (B)(4).

Manufacturer narrative:
Investigation: quality has previously reviewed, evaluated and investigated this failure mode. Refer to crs # (B)(4), situational analysis (B)(4) and CAPA # (B)(4). No further action is required at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.